Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5550-g-319, triathlon symmetric x3 patella, lot code: b673; cat. No.: 5515-f-502, triathlon ps fem component, cemented, lot code: drtp; cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: syyhs; cat. No.: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: rd5w227d; cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: ras009. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient has pain, no range of motion, and stiffness in legs. He also has discoloration in ankle and constant clicking. Patient also reported when he walks long distance, he has pain in his tibia and also suffers from arthrofibrosis. Patient wants to know how much side shifting should be tolerated; he said currently, shifting is about quarter of an inch in knee.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding arthrofibrosis, including pain and decreased range of motion involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: unfortunately, this case appears to represent post total knee arthroplasty arthrofibrosis. This condition is not the result of factors of faulty prosthetic design, manufacturing, or materials. Device history review: there have been no relevant reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported arthrofibrosis, including pain and decreased range of motion could not be determined. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. The device remains implanted.

Event description:
It was reported that the patient has pain, no range of motion, and stiffness in legs. He also has discoloration in ankle and constant clicking. Patient also reported when he walks long distance, he has pain in his tibia and also suffers from arthrofibrosis. Patient wants to know how much side shifting should be tolerated; he said currently, shifting is about quarter of an inch in knee.